Event description:
Data was provided for investigation. The patient uses both an insulin pump and the g6 application as a display device but there was no app data available for the alleged date of event (B)(6) 2025- (B)(6) 2025. Without performance data to investigate, the complaint of signal loss was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The patient experienced a pump failure and signal loss on dexcom device that started on (B)(6) 2025. The reporter changed the sensor on (B)(6) 2025 at around 12 noon to check if it was a sensor issue but the signal loss error was still displayed. The bg reading was 19.7 mmol/l and the ketone value was 5.5 mmol/l. At that point the patient was experiencing abdominal pain, headache. The patient was taken to the hospital and diagnosed there with diabetic ketoacidosis (dka). The patient was treated with saline potassium and 50 units of insulin over the course of 7 hours by the nurse. The patient was discharged on the (B)(6) 2025 (the length of stay at the hospital is unknown). At the time of the report he was okay and has fully recovered. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.